Event description:
It was reported that the a merlin.net transmission revealed the pulse generator exhibited noise which caused inhibition of pacing. The device was reprogrammed. No patient symptoms were reported. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.